Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was seen clinically at which time a fever and pocket infection were suspected. To date, no intervention has been taken and no other adverse effects reported.